Event description:
During the beginning of the surgery, the ambient super turbovac 90 degree wand (ref. # asha4250-01, lot # 2049273) by smith and nephew was connected to it's smith and nephew console. The wand activated on it's own. The surgical team inspected the wand and the console pedal. Neither of the two were depressed in order for the wand to be activated. The circulating nurse disconnected the pedal from the console box, the wand was still activating on it's own. The nurse proceeded to disconnect it from the console. The console was turned off for about 1 minute before turning it back on. A new wand was opened and connected, the pedal was reconnected. We had no other issues. No injury resulted due to the medical device. FDA safety report ID # (B)(4).